Event description:
Rptr has experienced an infected left implant, circulatory problems, gout, high blood pressure, implant leakage, capsular contracture, arthritis symptoms in hands, shoulders, back and wrists, joint swelling in ankles, hands and fingers and knots, hardening of skin around implant, muscle fatigue of back (worse when damp), swelling hands and fingers, rashes on chest, breast and fingers, breast tenderness, no sex drive, swollen glands in neck, memory problem, sleep problems, weight gain, extremely cold breasts, incorrect size of implants, malposition of implants, wrinkles, hardness, inability to lie on stomach, backaches, arm weakness, depression, and difficulty lifting. (Same rptr referred to in 1002464.)